Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their pump had a display anomaly. At the time of the event, they were unsure of their blood glucose. Their most recent blood glucose was 125 mg/dl. They said that they noticed that, at one point, the top third of their display had streaking. At that time, the customer said their blood glucose was good so they went to bed. The morning of the call, the customer checked their blood glucose again and said that the streaking was still there and was a solid light gray in color. They said that the pump was working but was hard to read. The customer was advised that the pump needed to be replaced. They were advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display due to display anomaly. The insulin pump was received with corroded battery tube, scratched case, partially broken reservoir tube lip, partially broken retainer, case cracked behind the pump at the corner of the belt clip rails, broken battery tube threads, serial number label fading, missing end cap address label, pillowing keypad overlay, and minor scratched lcd window.